Manufacturer narrative:
Unit had constant motor error alarm during the rewind test due to motor encoder signal out of phase. No unexpected motor noise anomaly noted. Unable to perform displacement test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify motor position encoder error alarm in the alarm history screen due to motor error alarms. No cosmetic damage noted.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was 190 mg/dl at the time of the incident. Details that could have led to the event and add relevant information if applicable. The customer drive support cap appears normal (slightly indented).the customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.